Event description:
During the index procedure two in.pact admiral paclitaxel-eluting pta balloon catheters were used to treat a lesion in the right sfa (r-1). Approximately 14 months post index procedure restenosis of the right sfa was reported which was related to the target lesion (r-1). Investigator indicated that the event was probably related to the study device/ procedure and not related to the paclitaxel. Pta and deb were used as treatment. Outcome is resolved.

Manufacturer narrative:
Cec has adjudicated that the previously reported restenosis was related to the study device and not related to the procedure or drug.

Manufacturer narrative:
Results: inherent risk of procedure ¿ (restenosis); conclusions: inherent risk of procedure ¿ (restenosis). (B)(4).